Manufacturer narrative:
While investigating the reported issue, a medtronic representative confirmed that navigation was not available. A replacement mobile view station (mvs) interface cable was given to the site. The medtronic representative replaced the mvs interface cable and performed a test of the imaging system. The test revealed that replacing the mvs interface cable resolved the issue. After part replacement a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. The device was returned to medtronic for analysis. On-site investigation was completed on the returned mvs interface cable. The medtronic investigation confirmed the reported problem "excessive frame rate error". This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spine procedure, the site's imaging system was receiving a frame rate error message, image frame rates are lower than the expected levels which they should be, when attempting to take the localizer 2d images. In trouble-shooting, the imaging system was re-booted the through the remote console and powering off the imaging system while disconnected from the mobile view station (mvs) did not resolve the issue. The frame rate error message was still received. The imaging system was unresponsive when attempting to take a 3d image. It was suggested by-passing the umbilical, then 'connected, not ready' was displayed on the pendant. He rebooted both ias and mvs; same status displayed. The surgeon discontinued use of the imaging system and chose to proceed with a c-arm, an alternate system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.